Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on screen on her insulin pump are scrolling on their own and that she is pressing the esc button and there is no response. She stated that this happened when she was about to take an insulin bolus dose. Blood glucose level is 173 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage to keypad traces. No scrolling numbers display anomaly noted. The insulin pump received with minor scratches on display window, cracked display window corners, cracked reservoir tube lip and cracked reservoir tube.